Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed an alert 60 indicating a bluetooth communications error, which persisted after a restart and software updates, and the device was replaced. No reported adverse health effects and no impact to blood glucose. Outcomes included the patient using backup therapy and continuing cgm monitoring with the dexcom app or receiver. Investigation included verification of the alert, device restart attempts, and receipt and inspection of the returned device. Investigation of this case revealed a device communication malfunction associated with the ble board, consistent with a bluetooth communications issue that necessitated replacement and prevented cgm connection. It was concluded that the cause was a malfunction of the device¿s bluetooth communication hardware.